Event description:
The MFR rec'd info alleging a ventilator's power supply was broken. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, a failure of the device's power supply was observed. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge it's internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.